Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient went to see a healthcare provider (hcp) the day prior for a shocking sensation on her back. The shocking sensation had been occurring the last couple of weeks prior to the report. The patient did not fall or have any traumas. Reprogramming was done and impedances showed electrode 2 and 4 were greater than 10,000 ohms. The implantable neurostimulator (ins) was implanted for pelvic pain, and the manufacturer representative believed it was the right lead that was controlling her right side of the patient¿s body that was causing the shocking sensation. The patient felt no stimulation unless she increased her stimulation. By increasing her stimulation, the stimulation then shocked the patient. The patient was seen the day of the report for x-ray. The x-ray confirmed that one of the leads was sticking out of the patient¿s epidural space, and the manufacturer representative thought it was the right lead. The patient would be scheduled for a revision. The lead revision was going to happen, but did not have the date quite yet. There was not a revision date yet but the hcp confirmed that they were working to get it scheduled. The patient was not using her stimulation in the meantime. Per the x-ray, one of the leads had come out of the epidural space. Information regarding revision and patient outcome has been requested. If additional information is received, a follow-up report will be sent.